Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four weeks post implant oversensing noise was noted on the right ventricular (rv) lead on a remote transmission. Decreasing thresholds was also noted. It was also reported the patient is quite active. A follow up transmission showed no oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.